Event description:
It was reported that the customer's insulin pump went through nine batteries over a period in twelve minutes. The insulin pump was reportedly beeping and vibrating with a failed battery alarm and the alarms were not cleared. The customer's blood glucose was 300 mg/dl, which she treated with a bolus delivery. The customer reportedly did not have a new battery with which to troubleshoot and was informed that in order to properly troubleshoot, she would need a new battery. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).